Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation and atrial flutter, a faradrive steerable sheath (clear) was selected for use. After inserting the faradrive sheath into the patient, multiple attempts were made to aspirate the sheath, however it was not possible to get all of the air bubbles out of the sheath. The sheath was replaced, and the procedure was completed successfully without patient complications. The device was disposed of and therefore is not expected to be returned.